Manufacturer narrative:
Corrected data: through information received from the health care provider, it was learned this event was previously reported under 2015691-2016-00473. Therefore, section b, section d, section f and section h have been updated to reflect the updated information previously reported. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. There are many factors that could result in the failure of a bioprosthetic a valve, the most common of which is regurgitation or stenosis caused by pannus and/or calcification. These complications can have many root causes, including but not limited to patient factors, (age, disease states, comorbidities), pharmacological factors, or procedure factors. It is typically not related to product malfunction. Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd), a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The device was not returned to edwards for analysis. The root cause for the regurgitation and stenosis remains indeterminable; however, it is possible the stenosis observed in this case was due to progression of the patient¿s underlying valvular disease pathology with svd and/or nsvd. The instructions for use (IFU) was reviewed and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. No CAPA is applicable to this case; however, edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Through information received via the implant patient registry, it was learned that a 27mm pericardial mitral valve was disabled after an implant duration of six (6) years, four (4) months, twenty six (26) days due to functional stenosis and severe regurgitation. A second device, a 26mm transcatheter valve, was implanted in the mitral position using a valve-in-valve procedure. Both devices remain implanted. Per obtained medical records, the patient presented with symptoms of dyspnea, fatigue, and peripheral edema associated with their mixed mitral valve stenosis and regurgitation. The patient continued to clinically decompensate with increasing dyspnea and generalized fatigue. The patient was noted to be a very high risk surgical candidate and therefore the transcatheter mitral valve replacement was recommended. During the surgery, the transcatheter valve was deployed and transesophageal echocardiography showed very trivial perivalvular leak. The patient remained intubated and was transferred to the intensive care unit in guarded condition on pressor support. The patient was noted to be in sable and improved condition on post-operative day 1.

Manufacturer narrative:
This device is not available for return and evaluation because it remains implanted after a valve-in-valve procedure. The device history record (DHR) was not reviewed as the device serial number was not provided. Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Failure of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), dehiscence, fibrosis, non-calcific degeneration and/or endocarditis. In this case, minimal information regarding the valve-in-valve procedure was provided and attempts to get additional information regarding the condition of the device at the time of the procedure, patient's medical history and condition post-implant or possible comorbidities have been unsuccessful; therefore, the root cause for the procedure remains indeterminable. If new information becomes available, a supplemental report will be filed.

Event description:
Edwards received information that a failing mitral pericardial valve was disabled via a valve in valve procedure after an unknown implant duration due to unknown reasons. The procedure was reported as being successful. No additional information was provided.